Event description:
It was reported that several days after implant of the device and leads, follow up found that both the atrial and right ventricular (rv) leads had unstable and decreased pacing threshold measurements. These measurements had been good at implant. The physician decided to reposition the leads. After repositioning, the leads were checked through the analyzer and measurements were good. When the leads were then connected to the device, the sensing values were low. The device was explanted and replaced at that time and values for both leads were good. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4074 implantable pacing lead, 2013 (B)(6); 4574 implantable pacing lead, 2013 (B)(6). (B)(4).